Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated b5. The investigation is in progress, a supplemental report will be submitted. See related MDR 2015691-2020-14359 for the sheath.

Event description:
Edwards received notification from a thv territory manager, during a transfemoral tavr, severe peripheral vascular disease was noted.  Shockwave was planned for and performed to prep the vessel two times prior to placing the esheath. Balloon angioplasty was also used prior to sheath entering the patient. There was significant resistance as the valve was passed through the sheath-even after shockwave was used. The first 23mm valve entered the body, but right before they were to align the balloon catheter it was noticed the valve stent frame was bent backward.  The entire delivery system and catheter were pulled back into the esheath and removed together. There was no difficulty withdrawing with the bent valve strut. A new system was prepped and delivered successfully. There was no injury to the patient. The perceived root cause of the bent frame was calcium in the peripheral vasculature which was attempted to debulk using shockwave technology; however, the operators concluded that the severe calcification must have bent the valve back as it was going through the sheath. Per the images provided, the esheath appeared damaged with liner delamination. There was no device manipulation after the procedure. The device was analyzed to see the bent valve strut could be seen; however, under examination the strut must have bent back into place as it came back into the sheath.

Manufacturer narrative:
The device was no returned for evaluation, therefore a no product return engineering evaluation was performed. Procedure and device images provided by the site were evaluated and revealed the following: procedural imagery: one (1) strut bent outwards (>90°) on the inflow side of the valve. Device image after removal: one (1) bent strut on the inflow of the valve. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint of frame damaged was confirmed from the evaluation of the imagery. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ¿there was significant resistance as valve was passed through the sheath¿ the first 23mm tavr entered the body but right before they were to align the balloon catheter and it was noticed that a part of the valve stent frame was bent backward¿. Per procedure training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ as stated in complaint description, patient had severe pvd and calcified vasculature. Since difficulties navigating through the vasculature were expected, shockwave procedure was planned prior to tavr to debulk calcium build up. Presence of calcification in access vessel can create a challenging pathway for delivery system advancement requiring high push force to advance delivery system and valve. Although a definitive root cause is unable to be determined at this time, available information suggests that patient factors (calcification) and/or procedural factors (high push force/ excessive device manipulation) may have contributed to the complaint event. No manufacturing non-conformance's were identified during the evaluation. Although no labeling or IFU/training inadequacies were identified, a product risk assessment has previously been initiated to capture the product risk assessment, and CAPA has been initiated to capture further investigation and corrective/preventive action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI: (B)(4). The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a thv territory manager, during a transfemoral tavr, severe peripheral vascular disease was noted.  Shockwave treatment was performed to prep the vessel 2 separate times prior to placing e-sheath and valve. The first 23mm valve entered the body, but right before they were to align the balloon catheter it was noticed the valve stent frame was bent backward.  The entire delivery system and catheter were pulled back into the esheath and removed together as to protect the peripheral vasculature. A new system was prepped and delivered successfully. There was no injury to the patient. The perceived root cause of the bent frame was calcium in the peripheral vasculature which was attempted to debulk using shockwave technology; however, the operators concluded that the severe calcification must have bent the valve back as it was going through the sheath. Per the images provided, the esheath appeared damaged with liner delamination.